Event description:
Pt had a repair of a leak of a prior aaa repair in (B)(6) 2019. On (B)(6), an I & d on the left groin incision was performed for evidence of infection and wound breakdown. A wound vac was placed with one white and three black foam pieces placed. The following day, the wound vac was taken down with a wet to dry dressing placed for transition to outside care with home health to place a home wound vac with black sponges. The wound initially appeared to be healing; however, in early (B)(6), evidence of purulent drainage was discovered. The wound vac was removed and the pt was admitted on (B)(6) 3rd for imaging and antibiotics. Imaging showed evidence of a fluid collection. The pt was taken for exploratory surgery on (B)(6), where a retained white sponge was discovered and removed. The pt was discharged on (B)(6) 2019. We do not know the lot number, etc. We are reporting to recommend to MFR that color be changed from white, as this tends to blend in with tissue over time and is very difficult to see. This may have been a reason why the white foam was not visualized and removed when the wound vac dressing was initially taken down in (B)(6). (It is thought that this is when the white foam was left, as home health used black foam, per provider order). As the retained foam piece was not radiopaque, it was not identified upon the pt's return on (B)(6). We would also recommend that the foam be radiopaque, if possible. Further, if the foam had a "tip" intended to be left visible in the wound bed. It would be easier to visualize. FDA safety report ID# (B)(4).